Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip deployed, but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. A 5f sheath was used. No clinically significant delay in the procedure was reported. The were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.